Event description:
The instrument stopped during processing. Consequently, the tissue was damaged because, it remained in alcohol for several hours.

Manufacturer narrative:
As a result of the damaged tissues, the customer could not evaluate them and patients required rebiopsy. The unit was evaluated by a leica service support product specialist. The analysis of the run logs indicated that the cause for the damaged tissue was due to insufficient reagents in the bottles. As a result, the processing stopped because, it could not continue without the sufficient amount of reagents in the bottles. The instrument selected the alternative station of reagents as well but without success. Because, the customer did not respond to the unit's alarm, the tissue remained in the alcohol and damaged the tissues. After the reagent bottles were refilled, the customer conducted a new processing run which confirmed the proper functioning of the unit. The customer was instructed to follow the maintenance instructions in the user manual which requires the correct state of the reagent bottles.